Event description:
The customer called to report that she was just released from the hospital. The customer's blood glucose reading was 587 mg/dl at the time of the call. The customer was unable to troubleshoot as the battery had died and she was unable to remove the battery cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.